Event description:
A temp sensing was placed without difficulty in the a.m. Prior to a surgical procedure. During the afternoon of that same day, the nurse observed that there were issues with decreased urine output. The nurse irrigated the foley with good return. Again there were issues with decreased urine output. The patient's bladder was scanned for 600cc. The foley with temp sensor was removed and replaced with no further issues. >400 cc urine output upon foley replacement. No adverse effects to the patient.